Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Fracture of the femoral head. The fracture occurred when the patient turned while standing. Device was implanted in 2001.

Manufacturer narrative:
An event regarding ceramic head crack/fracture involving an abg ii stem was reported. With the limited information available upon initial receipt of this event, the decision was made to report the stem. On completion of the investigations and clinical review based on the information provided there is no indication or allegation that the reported stem contributed to the event. Further review of all available information indicates that the stem was not a cause or contributor to the patient¿s experience, therefore the stem is determined to be concomitant.

Event description:
Fracture of the femoral head. The fracture occurred when the patient turned while standing. Device was implanted in 2001.